Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that insulin pump had blank display. The blood glucose was unknown. The customer stated that display did not returned after the pump restart. The customer stated that the contact on the battery cap was neither damaged nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test, however device failed active and sleeping current measurement test due to corroded battery tube, and corroded electronic assemblies. Power connector plug in and locked in place properly.